Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication. The customer stated that they managed to get the medications from a different station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application was not launching. A technical support specialist rebooted the device and noticed the maintenance mode was not running. Repaired the remote support service agent and updated the credentials to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.